Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens was removed due to broken haptic. The incision was not enlarged, one suture was used.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found optic is torn. One loop haptic is broken, most of haptic is missing. Lens was returned in liquid. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).